Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the root cause for the heart transplant could not be conclusively determined through this investigation. It was reported through the patient outcome that patient underwent a heart transplant on (B)(6) 2021. The customer did not provide if the transplant was device or therapy-related. The device was retained by the hospital and will not be returned for evaluation. The account had no additional information to provide. No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate 3 lvas. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 14sep2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplant. Whether the outcome was device or therapy related was not provided by the customer. The device will not be returned for evaluation.